Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator prompted a "unit failed" message with these electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrodes for the reported malfunction. The malfunction was observed and attributed to a faulty insulated displacement connector (idc) on the electrodes. This malfunction would impact non-rescue mode only and therefore would not pose any clinical impact. The event electrodes were scrapped. Analysis for reports of this type has not identified an increase in trend.